Manufacturer narrative:
The subject device was returned to service business center and is being shipped to the original equipment manufacturer (OEM) for investigation. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the device (wireless footswitch) does not connect to the soltive laser. The issue occurred in preparation for surgery (unspecified procedure). Laser fiber could not be used and was disposed. There was no patient harm, no user injury reported due to the event. This event is related to report with patient identifier (B)(6) (soltive premium superpulsed laser system model tfl-pls sn : (B)(6)).

Manufacturer narrative:
Results of lm investigation and device evaluation updated fields: d9, h3, h4, h6 and h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Once batteries were installed the device was tested and no malfunctions were found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: "if wireless footswitch connection issues are encountered, try moving the wireless footswitch closer to the system console. If the relocation of the wireless footswitch fails to resolve the connection issue, try moving the system console and wireless footswitch away from any wlan access points." P30 "before use, insert batteries following the instructions in changing the wireless footswitch batteries on page 56. After inserting the batteries, please proceed to wireless pedal confirmation. Pair the wireless footswitch if wireless footswitch operation fails." Olympus will continue to monitor field performance for this device.